Manufacturer narrative:
Other applicable components are: product ID 3389s-40, lot# va16v0l, implanted: (B)(6) 2016, product type: lead; product ID 3389s-40, lot# va16v0l, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual, essential tremor, and movement disorders. It was reported that during a stage ii procedure on (B)(6), the hcp experienced difficulty / was unable to disconnect some of the deep brain stimulation (dbs) components as the leads were damaged. The hcp decided to cut the distal end of both leads, leaving the dbs system without electrode #11 on the right side, and no #3 on the left side. An impedance test was performed and they were expecting values indicating a short, however, the impedance test returned values of 480 ohms despite the distal end of the lead being removed. The full impedance results were provided and it was discovered that electrodes 10 and 11 showed impedances of 37 ohms. High impedances were also noted to be c and 1 = 4084 ohms, c and 3 = 11,168 ohms, 0 and 1 = 4205 ohms, 0 and 3 = 11,619 ohms, 1 and 3 = 14625 ohms, and 2 and 3 = 10,500 ohms. The hcp also noticed an exposed wire when he took the end cap off as there was no silicone. The rep was concerned the patient would need new leads in the future as the hcp use the leads as part of the patient's system. There was no known impact or consequence to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.